Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid effluent. The cause of the peritonitis was not reported. One day after onset, the patient¿s pd effluent became clear. On the following day, the patient¿s pd effluent was turbid again and the patient experienced abdominal pain. On the same date, the patient visited the hospital and was prescribed unspecified intraperitoneal antibiotics (doses, frequencies and routes were not reported). On the same day, physioneal and extraneal therapies were discontinued. Three days later, the patient¿s symptoms were not improved, therefore, the patient was hospitalized for the event. One day after being admitted to the hospital, the patient¿s pd catheter was removed and the patient was temporarily switched to hemodialysis. At the time of this report, the peritonitis was resolving and the patient was recovering from the event. No additional information is available.